Manufacturer narrative:
(B)(4): the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The delivery system and stent were returned for evaluation with the stent attached to the push catheter via suture. Visual evaluation of the device revealed no damage to the stent. The suture hole of the push catheter was found to be torn and the proximal end of the push catheter was found kinked. The tuohy borst was found detached from the push catheter, likely due to usage. The guide catheter was found stretched and broken near the proximal end. The suture was cut to observe the distal end of the guide catheter and a kink was noted on the guide catheter, however no suture impression was found. A green residue, likely from the procedure, was found inside the stent, on the suture, and on the guide catheter. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a procedure in the common bile duct performed on (B)(6), 2012.according to the complainant, during the procedure, when the stent was attempted to be released, resistance was met and the guide catheter could not be retracted. The guide catheter stuck to the guidewire and the suture broke. It was reported that the patient anatomy was not tortuous. No other damage was noted to the device. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.